Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 2/15/2021 that a sign im nail implanted to repair a fracture was replaced due to a non-union with prominate nail at the knee. The im nail was replaced with a 11mm x 340mm standard im nail per the sign technique manual. Surgeon comment: " non union with a prominent nail at the knee bone grafting at fracture site 1st revision on (B)(6) showed the nail now penetrating the ankle revised again on the (B)(6) and the new position is satisfactory ".